Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient's son in law called the paramedics because the patient lost conciousness for 15 minutes. The cgm was 123 mg/dl and the patient's bg was 22 mg/dl and no treatment was provided prior to paramedics arriving. When paramedics arrived, the patient's bg was 20 mg/dl, then 22 mg/dl. The cgm was displaying over 100. Paramedics treated the patient was with IV glucose and the patient regained consciousness after 10 minutes. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.